Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the product was leaking and poor aspiration was experienced during an ophthalmic procedure. The cassette pack was replaced with another and the surgery was completed. There was no patient harm reported. The complaint sample was retained. No additional information is expected.